Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in preparation for an ultrasound-guided lymphnode biopsy the device allegedly self activated. No coaxial was used; the procedure was completed with another device. There was no patient contact.

Event description:
It was reported that in preparation for an ultrasound-guided lymph node biopsy the device allegedly self activated. No coaxial was used; the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was inconclusive for the reported self-activation, as functional testing was not possible due to the received condition of the device (i.e. Bent needle). The root cause could not be determined based upon available information. It was unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date, 09/2019),(manufacturing date, 10/2016), (corporate lot number), (conclusion 1).